Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had rising and high thresholds. A lead dislodgement was confirmed via x-ray. The lead remains in use; however, a lead revision is planned. No patient complications have been reported as a result of this event.